Event description:
It was reported that the patient stopped using the ilet due to other health issues and concerns that the ilet delivered too much insulin when the patient was not eating, with a reported low blood glucose of 45. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.